Event description:
New information received noted that the flipped pacemaker was identified during the right ventricular lead revision procedure on (B)(6) 2020.

Manufacturer narrative:
Correction: upon review, manufacturer report number: 2017865-2020-06521 report type, b1, h1 should not have been submitted as a serious injury. Instead, it should have been reported as a malfunction. B2 should not have been indicated.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-06519. It was reported that the patient presented in the emergency room with syncope and bradycardia. Upon review, it was revealed that the right ventricular lead had dislodged into the right atrium. Also, the pacemaker had flipped in the patient's pocket. The physician noted that twiddlers was observed. The right ventricular lead was explanted and replaced on (B)(6) 2020. The pacemaker was revised and reused. The patient was stable post procedure.